Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 11/14/91 and removed on 7/2/97 due to a "malfunction." In the rec'd info the physician stated that "the pt noticed that following the placement of prosthesis in 1991 the prosthesis was always in a state of inflation with erection of the penis." When the pt was seen by the physician the physician noted that there was "no function or inflation capacity of the pump and cylinders." At the time of surgery the physician stated that "the device was totally nonfunctional. There appeared to have been no punctures or leakage anywhere in the sys." A resipump and two cylinders were returned for eval. Examination and testing of the returned components revealed a separation/leakage site in the bladder of cylinder #2. The separation is straight and smooth and the surfaces have a uniform appearance indicating that the device was in contact with sharp or cautery instrumentation. This the only site of leakage. No other functional abnormalities were noted. Because these components were released according to mfg and the quality control procedures, qa concluded that the observed damage to cylinder #2's bladder occurred subsequent to the device packaging being opened. In addition, because the expected use of this device, combined with the observed damage would have resulted in an earlier detected fluid loss, qa concluded that the damage most likely occurred at or subsequent to explant. Because the rec'd info does not indicate what factor(s) may have contributed to the reported "malfunction" an because no functional abnormalities were detected, qa is precluded from determining the cause of the reported event.

Event description:
Per the info provided to co by the physician's office, the device was removed due to "malfunction." As reported to co, the entire device was removed and replaced with a different model prosthesis, produced by the same MFR. 7/31/97 - in the operative notes, the physician/surgeon stated that "the pt noticed that following the placement of prosthesis in 1991 the prosthesis was always in a state of inflation with erection of the penis. He has never been able to use the device. He was seen by md in april of 1997 with the above complaint."